Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that did not proceed correctly. Additional information has been received and it states during the procedure, the injector had patient contact but not the lens, as it would not proceed, removed from the patient. The surgery was completed with another unspecified lens on same day.

Manufacturer narrative:
The device and the lens were returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to just inside the nozzle entry. No damage observed. The lens was returned outside the device, adhered by solution to the plastic bag. Viscoelastic was observed on the lens. No damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. It is unknown what is meant by did not proceed correctly. The lens was returned outside of the device loose in a plastic bag. No lens or device damage was observed. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).